Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A user facility reported a male pt went into cardiac arrest approximately seven minutes post hemodialysis treatment. There were no issues during treatment. The pt became unresponsive and 911 was called and CPR was performed. An AED was applied. When the paramedics arrived, the pt had regained a heart beat and resumed breathing. The pt required surgery on (B)(6) 2015 to reopen one heart valve and place a stent in another heart valve. The pt returned to dialysis without missing any treatment on (B)(6) 2015. Medical records were requested. There were no machine alarms during treatment. A biomedical technician inspected the machine shortly after the adverse event and found the ultrafiltration pump in need of calibration. The machine has been pulled from service for repair. The fluid removed during this treatment was 2200 ml (2.2 kgs) and the target removal 2-2.5 kg.

Manufacturer narrative:
Per clinical investigation, on 10/27/2015, a biomedical technician tested the hd machine associated with the adverse event, and per document titled "functional testing of dialysis machine post adverse event", procedure 4. "Verify that the uf control functions properly using the settings prescribed for the pt's treatment at the time of the clinical event", this was not within the parameters. However, given that the pt's pre-treatment weight on (B)(6) 2015 was (B)(6); 2200ml of fluid was removed, 500ml of fluid was administered, and a post-treatment weight of (B)(6) was achieved, means that the correct ultrafiltration rate and goal was provided by the associated hd machine. As of (B)(6) 2015, the pt continues intermittent in-center he therapy. Dialysis pts with end state renal failure are at high risk of fatal cardiac events due to the high prevalence of cardiomyopathy, heart failure, and coronary artery disease. There was no documentation in the medical record supporting a possible association between the hd machine and the event of cardiopulmonary arrest. The parts were not returned to the manufacturer for physical evaluation and the plant investigation is on-going. A supplemental medwatch report will be submitted upon completion of the plant investigation.

Event description:
On (B)(6) 2015 at 1412, the pt became unresponsive, apneic, and pulseless, cardiopulmonary resuscitation was initiated; emergency medical services (ems) were called, oxygen at 15l/min via ambu bag was administered, an automated external defibrillator (AED) was applied with no shocks given, and 800mls of normal saline was administered. At 1440, the pt's blood pressure was 158/61, heart rate 70, the pt recovered from the episode of cardiopulmonary arrest, and the pt was transferred from the facility via ems and was brought to admitted to a hospital. On (B)(6) 2015, laboratory data revealed elevated troponin levels, the pt underwent heart surgery, and a left anterior descending coronary artery stent was placed. On an unk date, the pt was discharged from the hospital. Hemodialysis orders from (B)(6) 2015 included the following: 1600nre optiflux dialyzer, blood flow rate 400ml/min, dialysate flow rate autoflow 2.0, treatment time four hours, 2 potassium, 2.5 calcium, 10.0 magnesium, 100 dextrose, sodium 137 meq/l, bicardonate machine setting 32 meq/l. Machine setup from (B)(6) 2015 included fresenius 2008k hd machine, machine conductivity 13.5, meter conductivity 13.4, ph 7.4, machine temperature 36.8, pressure holding test (pht) passed, high flux verified, air detector armed, and alarms verified.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and field service was not requested; therefore, the failure mode cannot be confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.